Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3014334038-2022-00140 same patient, same event, different products. It was reported that on (B)(6) 2022, nursing accidentally ¿re-zero¿d¿ the microsensor when it was implanted in the brain. The waveform was dampened due to the hemicraniectomy and the icp was 13 prior to this, it was then 1-2 afterwards with a dampened waveform. The ¿zero¿ button, was illuminated and did not have the safety mechanism as ¿grey¿d out¿ ¿ which allowed the nurse to re-zero it. The button kept flickering, which would allow them to re-zero it. The team had to replace the microsensor, and used a new machine and the waveform was still dampened, the icp was still 10-15. And the ¿zero sensor¿ button remains grey¿d out, indicating that it is in the brain. Patient remained intubated, had another microsensor placed and continued on with multi-modal monitoring. Clinical questionnaire provided by facility: description of the failure : microsensor ¿re-zero¿d¿ while implanted. Implant location: parenchymal. Hospital location of implant: ICU. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.): no. What was the mean icp before the ¿event¿? Icp value: 13. What was the icp waveform quality before the ¿event¿? ¿dampened¿ d/t pt having hemicraniectomy. What is the current mean icp? 1-2 after event. What is the icp waveform quality after the ¿event¿? Remains ¿dampened¿ d/t pt having hemicraniectomy. When the failure occurred, was the cerelink monitor plugged into the wall? Yes when the failure occurred, was the cerelink monitor connected to a patient monitor? Yes. If yes, provide patient monitor make & model make: ge model. Does the icp value on cerelink match the icp value on the patient monitor? Yes. When the failure occurred, where was the cerelink monitor positioned? N/a. List all devices being used close to the cerelink monitor: n/a. Other devices implanted in the head? (Shunt, evd, subdural drain). Quad bolt ¿ microsensor in 1 lumen, licox in 1 lumen, depth electrodes in 3rd lumen ¿ 4th remains capped. Were bipolar or monopolar forceps used while the sensor was plugged in? N/a. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care n/a ¿ ¿event¿ occurred pod9 from implantation: cerelink machine had ¿zero sensor¿ button illuminated while having a icp of 13, and nursing hit the ¿zero sensor¿ button by accident and ¿re-zero¿d¿ the sensor while it was implanted in the brain.

Manufacturer narrative:
The cerelink sensor ID (B)(4) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.